Manufacturer narrative:
This report is submitted on november 23, 2018.

Event description:
Per the clinic, it was reported that the patient experienced pain at the implant site, headaches and a performance decrement subsequent to undergoing an MRI (1.5t) in (B)(6) 2018. The patient was treated with antibiotics (date and duration not reported) and is being clinically managed by the health care provider.